Manufacturer narrative:
The alleged complaint could not be confirmed. This patient was indicated to have been revised due to coxarthrosis and metallosis of the femoral head and modular femoral neck approximately 114 months after the primary operation. However, this patient had a ceramic femoral head. It is possible that this refers to metallosis at the taper connection between these components. The revised products were not returned for investigation, and no images or operative notes were provided to confirm the alleged complications. Review of the DHR for these lots indicates that these products met all established acceptance criteria throughout the manufacturing process. Review of historical complaint data reveals no lot trends for this issue. Issues concerning patient reaction to cobalt chrome modular necks have been investigation and addressed through corrective and preventive action (CAPA) #(B)(4). This CAPA found that, "the potential for a patient reaction when implanted with a profemur® cocr modular neck is a known risk for this product technology. A combination of patient and surgical factors can contribute to an elevated risk of an adverse patient reaction. These factors include, but are not limited to, patient sensitivity, surgical technique, patient weight and activity level." Furthermore, the microport hip systems package insert (150803-8) lists "allergic reactions to materials; metal sensitivity; or reactions to wear debris that may lead to histological reactions, pseudotumor and aseptic lymphocytic vasculitis-associated lesions (alval)" as possible adverse effects of total hip arthroplasty. There were no trends identified per mpo trending procedures. No further evaluations from the available information. This issue will continue to be monitored through complaint tracking. (B)(4).

Event description:
Allegedly, patient was revised due coxarthrosis. Metallosis reported for modular neck and head.